Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed no signs of clinical usage. There was some evidence of blood on the device. A visual inspection did not identify any con-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it did not activate. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body, lever, and actuator of the micro switch. The contamination caused the micro switch to remain in the "up" position, causing the lever to detach from the pivot and thus causing the device to fail to deliver energy. Based upon the evaluation results, the complaint was confirmed. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.